Event description:
The mortuary reported that there are no records for the patient, so it was unable to be determined whether or not the patient was buried or cremated; however, standard procedure is that patients be buried with devices or explant and discard the device if the patient is cremated. The death certificate is unable to be obtained by the state of death. No additional relevant information has been received to date.

Event description:
It was reported that the vns patient passed away. The patient's online obituary indicated the patient's date of death and that the patient passed away at the hospital. The cause of death is unknown. The relationship to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The cause of death was listed as septicemia, encephalopaty, respiratory failure, cardiac arrest and uspecified renal failure.